Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v323603, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Compatibility guidelines were requested for the a MRI. Caller states MRI was not related to the device therapy. There was no suspected problem with the device or therapy. The patient was currently at hospital. They want to do an MRI to rule out stroke. The patient was dizzy on (B)(6) 2015 and they had done a CT scan. Now they want to do an MRI of the back of the head. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.